Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s spouse stated that the cgm was reading 133 mg/dl. The patient felt tired and laid down to sleep. She became unresponsive and went into a diabetic coma. Paramedics were called, a finger stick bg was performed which was 19 mg/dl per the paramedics. The cgm value at the time was not available. Per the paramedic report, during transport to the hospital and once the emergency department, the patient went into cardiac arrest and an epinephrine 0.01.mg/ml solution was administered. The patient did not exhibit any eye movement or verbal responses per the paramedics. The admitting diagnosis was hypoglycemia and altered mental state. At the time of the report the patient was in the hospital on a respirator and feeding tube. The patient can speak very little and answer questions with head movements. The patient¿s spouse stated that he was unable to provide any further information regarding the event or any medical intervention provided. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.